Event description:
Spontaneous. Patient's wife reported that the freedom pump broke yesterday (B)(6) 2023. Pt has used pump for about 3 years, but winding mechanism snapped, shooting syringe out of pump. Pt's wife returned drug to vial. Drug needs to be discarded. Will send new pump and make-up vial of 10 gm (50ml). No missed dose or adverse event reported. Pump available for return. No further information. Reported to cvs/caremark by: patient/caregiver.